Event description:
Tissue expanders were implanted bilaterally in 2008. Approx two months later, it was noticed that the tissue expander on the patient's right breast had deflated. The expander was removed at an unknown date and it is unknown whether it was replaced with an expander or a breast implant.

Manufacturer narrative:
The patient was the initial reporter. Because of this, her identity has been kept confidential. A follow-up was done with a dr, as the secondary reporter.